Event description:
The lay user/patient's wife contacted lifescan in 2008 and alleged that the threads on the patient's one touch ultrasoft lancing device were stripped/damaged. The medical affairs specialist was unable to reach the pt or the reporter after several attempts via phone. A letter was sent to the address provided. The wife reported that the alleged issue began about 2 weeks prior (time not provided). As a result of the reported issue, the pt reportedly skipped dose of his diabetes medication (6 units of insulin). She also reported that he experienced low blood sugar symptoms (no specific symptoms provided). The pt reportedly received assistance from the emergency services and his blood glucose result on the emt meter was 34 mg/dl. It is not known what treatment he received. At the time of troubleshooting, it was verified that this was not a new product. Based on the info provided, there was no misuse of the product. The pt was using a regular cap with the lancing device. This complaint is being reported because the reporter claimed that the pt experienced low blood sugar (confirmed by the emt meter with a result of 34 mg/dl) after the reported issue with the lancing device began. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject device for eval, but has not yet received it. If the device is returned, lifescan will evaluate it and, if it does not pass inspection, lifescan will inform FDA of the results in a supplemental report.